Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, mal-alignment, malposition, non-union, bone resorption, and/or excessive, unusual or awkward movement or activity." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-04071 & 04072).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2013 due to unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2015 due to loosening.